Manufacturer narrative:
Concomitant medical devices: product ID: neu_ins_stimulator. Product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative and consumer that reported a patient who was implanted with an implantable neurostimulator (ins) may be getting some unwanted stimulation. It was further reported the patient had one side implanted and then got the second side implanted and she felt an unwanted stimulation sensation. The patient's doctor thinks they figured out what was causing the unwanted stimulation was going to get surgery. **please see manufacturer report #3007566237-2016-01929 for information on the patient's concomitant system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.